Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The pump was not explanted and will not be returned for evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a small ischemic cerebrovascular accident occurred on (B)(6) 2017. There had been no residual deficits, and the patient had been discharged home without intervention. On (B)(6) 2017, the patient had symptoms of lethargy, balance instability, and ataxia. A CT scan revealed a right occipital lobe infarct. On (B)(6) 2017, the patient presented to the emergency room with a severe headache and was given tylenol. A CT scan revealed a large right frontal parietal temporal bleed with shift and temporal lobe hematoma. The inr was 3.1. A procedure to evacuate the blood was performed the following day in the operating room. It was reported that the lvad was operating as expected with no changes in parameters or alarms. The patient will be monitored; however, it was reported that the prognosis was poor, and that the patient expired on (B)(6) 2017 after the family elected to withdraw support. No additional information was provided.